Event description:
During an arthroscopic procedure using a topaz microdebrider arthrowand, the physician reported the tip of the wand became detached and was lost in the pt. No pt complications were reported as a result of this event. Four devices were returned to MFR for investigation for this report. All four devices were reportedly used in the same procedure. The four devices were missing parts of the distal tip and the MFR cannot confirm which of the devices had detached in the surgical site. The results of the analysis for the add'l devices were reported in medwatch reports: 2951580-2011-00102, 00140, and 00141.

Manufacturer narrative:
The device returned for investigation was visually inspected. During the visual inspection, it was found the spacer were missing at the distal tip of the device. The electrode showed extensive wear. The device showed evidence of charring at the distal end of the wand. The saline sheath was damaged. The device was returned with the cable connector and saline delivery line cut off by the hospital, therefore, a function test of the device could not be performed. The root cause of the device failure (shorted wand) is believed to be due to an insulation failure. The root cause of the saline sheath damage could not be determined.